Event description:
It was reported that on (B)(6) 2023, the cement in question was used in the surgery via bha for neck fracture. In the surgery, the monomer was not drawn into the syringe, even applied the suction. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : it was reported that on sep. 21, 2023, the cement in question was used in the surgery via bha for neck fracture. In the surgery, the monomer was not drawn into the syringe, even applied the suction. The surgery was completed successfully without any surgical delay. No further information is available. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Note: the complaint device was evaluate and investigated by depuy synthes. Please refer to the attachment (B)(4).report.pdf. Visual analysis of the returned sample revealed that vmp endurance 80g was observed without cosmetic damage. Lot: 4075866. Manufacturing date: 15 feb 23. Expiry date: 31 jan 25. Quantity: (B)(4). Product checked: retained samples. Required testing: tm-t150 cement setting time. There are no non-conformances associated with this batch. The samples returned were tested in a temperature and humidity-controlled laboratory (see page 2). Lot: 4075866. Extrusion time: 02 min 15 s. Mix characteristics: ok. Setting time: 12 min 15 s (spec: 10 min 00s to 14 min 30s). The cement mixed and behaved as expected for the product type and met the appropriate control specification (master specification for vacumix plus endurance bone cement ref: (B)(4). Therefore, the reported condition cannot be confirmed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the vmp endurance 80g would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot: lot: 4075866. Manufacturing date: 15 feb 23. Expiry date: 31 jan 25. Quantity:(B)(4). A review of the device history records were performance and there are no no-conformances associated with this batch.